Event description:
Patient underwent bilateral total hip arthroplasties in the past. Patient had metal-on-metal articulations with the depuy asr. Patient subsequently received notice that the acetabular component and femoral heads were recalled.======================manufacturer response for acetabular cup, right: size 52 asr acetabular cup (per site reporter).======================awaiting response.======================manufacturer response for femoral head, right: size 46 femoral head + 2 sleeve (per site reporter).======================awaiting response.